Event description:
It was reported that the bd maxzero¿ needleless connector leaked while installing the solution. The following information was provided by the initial reporter, translated from portuguese: "when installing the solution, leakage was observed through the device."

Manufacturer narrative:
H.6. Investigation summary: no samples were received for investigation of (B)(4), in which the customer has stated: ¿when installing the solution, leakage was observed through the device ¿. The product in use at the time is reported to be a mz1000-br from lot 22115725. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22115725 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked while installing the solution. The following information was provided by the initial reporter, translated from portuguese: "when installing the solution, leakage was observed through the device."